Manufacturer narrative:
Evaluation summary: this event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A review of the current historical complaint data reveals that the complaint mode was identified as a trend. The file will be closed as tested satisfactorily as the devices were found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: during a robotic assisted laparoscopic lobectomy, the device clamped onto the tissue but did not fire after the green button was pressed. The jaws were able to be removed from the tissue. To complete the procedure, another device handle was used successfully. No patient injury or extension in surgical time.